Manufacturer narrative:
On (B)(6) 2022, per information provided in crf (medidata), after clinician's review on (B)(6) 2022, patient also experienced skin reaction. Hence, clinical code "skin inflammation/ irritation" has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 16, and 17, 2024, and reviewed by the clinician, clinical code "pain" has been added under field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 12, 2024, mentor became aware that the date of surgery was (B)(6) 2024. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right skin reaction, breast pain, and pain. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 20, 2025, mentor became aware that the patient also experienced nipple discharge on the right side, and surgery has been cancelled for now. Hence, following fields have been updated on this form: is required intervention has been de-selected under section b; field b2. Explantation date has been removed from fields d6b. Field h6 clinical code "local reaction" has been added per patient experiencing nipple discharge. Field h6 health effect - impact code has been updated to ¿serious injury/ illness/ impairment¿. Field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent left breast reconstruction with mentor athena study gel device on the left side and mentor unspecified gel device on the right side on (B)(6) 2017 developed left side hematoma that developed on (B)(6) 2018. The principal investigator assessed this event as moderate in severity, non- serious, definitely related to the breast, unrelated to the study device, and definitely related to the study procedure. The patient underwent hematoma drainage and device removal and replacement with new mentor athena study device on (B)(6) 2018. The patient underwent staged reconstruction procedures on (B)(6) 2018 and (B)(6) 2018 for left breast nipple tattoos. This was not reported as an adverse event and was a planned part of patient plan. This left side device has not been approved by the us FDA and is not marketed in the us. Therefore the left side device complaint is not MDR reportable. The patient suffered from a right side breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.